Manufacturer narrative:
No samples or photos were provided for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause. The most probable root cause can be attributed to post manufacturing handling, which can provide enough force/impact to activate and break the glass ampoule. Due to the nature of glass, it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handling. Production batch history records for applicator pn 312480 lot number 0286480 were reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. Records reviewed indicate that the lot passed all the in-process inspections. No further actions are required at this time. This failure will continue to be tracked and trended.

Event description:
When using the material, it was evidenced that it was dry. (Without 2% chlorhexidine gluconate solution and 70% isopropyl alcohol).

Manufacturer narrative:
Pr 2841303 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Imdrf annex e code health effect ¿ clinical code: e2403. Imdrf annex a code medical device problem code: a25.

Event description:
When using the material, it was evidenced that it was dry. (Without 2% chlorhexidine gluconate solution and 70% isopropyl alcohol).